Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg, the device experienced missing additive. This event occurred 35 times. The following information was provided by the initial reporter. The customer stated: it has been noticed that the : fluoride tubes (grey top) received are without any anticoagulant powder.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/22/2021. H.6. Investigation: bd received 3 samples and 1 photo from the customer in support of this complaint. A visual examination of the samples and photo was performed and the customer's indicated failure mode for missing additive was observed. Additionally, 20 retention samples from the bd inventory were visually evaluated and the indicated failure mode of missing additive was not observed as no issues were identified. The exact cause for the missing additive could not be determined. Bd was able to confirm the customer¿s indicated failure mode with the photos and samples provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing additive was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of missing additive was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing additive. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg, the device experienced missing additive. This event occurred 35 times. The following information was provided by the initial reporter. The customer stated: it has been noticed that the: fluoride tubes (grey top) received are without any anticoagulant powder.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg, the device experienced missing additive. This event occurred 35 times. The following information was provided by the initial reporter. The customer stated: it has been noticed that the : fluoride tubes (grey top) received are without any anticoagulant powder.